Event description:
Thousands of duplicate results were sent from the same nova statstrip glucose meter. These results "clogged" up their lis feed into qml (middleware). This prevented other results from entering the patient charts. Although there was no specific allegations of delays in treatment due to this occurrence, this issue could lead to potential delays.

Manufacturer narrative:
Technical support was able to manually mark the untransmitted results as transmitted which allowed the results to start flowing to the patients charts. An investigation into the root cause of this issue has begun but is not yet completed. A supplemental report will be submitted upon completion of the investigation.